Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2012, the patient underwent a primary bilateral knee arthroplasty to address severe degenerative gonarthrosis and chondromalacia. The patella was resurfaced and depuy products were implanted with depuy cement x 1 for each knee. There were no indicated intra-operative complications. On (B)(6) 2019, the patient underwent a right knee revision to address pain and tibial tray subsidence. The surgeon noted removal of scar tissue. The tibial tray tibial insert, and femoral component were revised. The patellar component was retained. There were no indicated intra-operative complications. Doi: (B)(6) 2012, dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.